Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, a clicking noise was heard on the centrifugal pump. Also, an unbalanced and wobbling impeller was also noticed. No consequences or impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 8, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: additional device information - added exp date; date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information and device evaluation; device evaluated by manufacturer; device manufacture date; identification of evaluation codes 10, 11, 3331, 213, 22. Method code #1: 10 - testing of actual/suspected device; method code #2: 11 - testing of device from same lot/batch retained by manufacturer; method code #3: 3331 - analysis of production records; results code: 213 - no device problem found; conclusions code: 22 - known inherent risk of device. The actual sample was returned and visually inspected with no anomalies noted. The impeller was noticed to still be attached to the magnet rotor with a wobble that's within tcvs specifications. A retention sample was tested in attempt to recreate the issue. It was setup on a sarns drive motor built into a circuit. The revolutions per minute (rpm) were set to 900 and ramped by 300 rpm every ten minutes for an hour for a maximum of 2400 rpm. It was observed for any sound anomalies, and no anomalies were detected. Additionally, the retention did not excessively wobble during this testing. The noise was not able to be replicated on the complaint sample ; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.